Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s spouse, on approximately (B)(6) 2025, the cgm showed a reading of 105 mg/dl. The patient was unable to sit or walk properly. The patient¿s spouse called for emergency medical service (ems). Upon arrival, ems performed a fingerstick and the blood glucose level was 63 mg/dl while 105 mg/dl on the cgm. The patient was administered intravenous (IV) treatment. When the patient arrived at the hospital, further bloodwork was conducted. The patient was discharged at 6:00 pm the same day. He was extremely fatigued but otherwise stable upon discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken when the emt arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.